Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented to the electrophysiology lab upon device and lead revision, no capture issue was observed on the lead during the routine follow up in clinic visit. Upon chest x-ray review, lead dislodgment was observed out of the original position. During the lead revision procedure, helix retraction issue occurred. Lead was explanted and a new lead was implanted without no complication. New lead implanted has normal values. Patient was comfortable and stable prior, during and post procedure.

Event description:
Due to no capture issue on the lead therefore there was no pacing.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.